Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter address 2: (B)(6).

Event description:
It was reported that the device broke. An express sd balloon expandable stent was selected for use. The target lesion was located in the renal artery. During the procedure, the device looped and broke. A new device, same model, was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that the device broke. An express sd balloon expandable stent was selected for use. The target lesion was located in the renal artery. During the procedure, the device looped and broke. A new device, same model, was used to complete the procedure.

Manufacturer narrative:
(B)(6). Device eval by MFR: the device was returned and analysis was completed. The returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities.